Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer discovered that the harmonic ace instrument teflon pad was not fixed in place. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer on 23-sep-2022 and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed. The instrument teflon pad broke off and fell inside the patient. The fragment was retrieved during the same procedure. The instrument is available for return to isi for evaluation. A video recording of the procedure is not available, but an image of the instrument damage was provided. Isi performed follow-up with the customer on 09-oct-2022 and obtained the following additional information regarding the reported event: the instrument was in use for about twenty minutes and performed as intended up until it broke. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log with the information provided resulted in no additional information. In addition, the device information cannot be verified through the system log review at this time due to insufficient product information. An image of the harmonic ace instrument related to this event was received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) specialist. From the image provided, the teflon pad appears to be lifted off the clamp arm with no material missing. Failure analysis of the returned product is required to determine the root cause of the reported issue. This complaint is being reported due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, it was alleged that the instrument teflon pad broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following sections for additional information: d4 (lot#). Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged teflon pad to be related to the customer reported complaint. The teflon pad was completely dislodged from the instrument clamp arm. The teflon pad was returned with the instrument. The teflon pad was intact with no pieces missing. The curved blade was inspected, and no damage was observed. The root cause for the dislodged teflon pad is typically attributed to mishandling/misuse.